Manufacturer narrative:
The sample has been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A healthcare professional reported that bubbles were noted during surgery. Add'l info received from the nurse indicated during two separate procedures, bubbles were observed in the cassette tubing and in a pt's eye. Both cases were completed following exchange of the cassette. There was no harm or injury to the pts.